Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a non device related infection. The patient will undergo an explant procedure.